Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The report of the inappropriate rate modulation was confirmed. The cause of the inappropriate rate modulation was an incorrect software setting.

Event description:
It was reported that the pulse generator had inappropriate rate modulated response. The device was explanted and replaced.